Manufacturer narrative:
P-cap / reservoir locks properly into place. The following were noted during visual inspection: cracked case at battery tube side, stained keypad overlay, and cracked battery tube threads. Unit received with critical pump error (open book image) alarm after battery installation. Unit received with corroded electronic assemblies and corroded motor home switch. Unit was able to download firmware using thump software successfully, unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self-test due to critical pump error (open book image) alarm. Unable to verify pump error 38 alarm due to download difficulties. Unit confirms damage cracked battery tube threads, cracked case at battery tube side, broken belt clip rails and cracked keypad at select button. In summary, customer allegation for pump receiving critical pump error (open book image) alarm was confirmed after unit received with critical pump error (open book image) alarm after battery installation due to moisture damage. Unable to download pump¿s history and trace files due to moisture damage on the electronic assemblies. Unable to verify pump error 38 alarm due to download difficulties. Unit was confirming damage at battery tube compartment and fading serial number label. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received pump error 38 (no motor movement or negligible movement. Retries to free a stuck motor failed) alarm andnoticed that the sticker on the back of the pump was rubbed off and faded. The customer reported no adverse event. The event involved product(s) mmt-1780kl. Troubleshooting was performed for critical pump error and explained that when pump performed safety checks and an error was found. Pump showed signs of damage. Instructed customer that pump will be replaced. Troubleshooting was performed for cosmetic damage. Customer stated that, damage affecting/impacting pump functionality. Troubleshooting was not performed for the labeling issue. Product labels were reported as missing, removed, worn, faded, or damaged following usage. No harm requiring medical intervention was reported. Mmt-1780kl was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.